Event description:
It was reported that a spectrum pump did not detect an upstream occlusion in labor and delivery during an infusion. The device was programmed to deliver magnesium in the labor and delivery care area. The patient was pre-eclampic at 26 weeks gestation. The customer stated the pump was programmed to deliver 2g/hr at a rate of 50ml/h from a 10 ml container. At approximately 2 hours into the infusion it was observed that no medication had been delivered. The customer stated there were kinks observed in the IV tubing proximal to the device and the pump did not alarm for an occlusion and prevented flow from the IV container. The customer believed that the kinks fully occluded the IV set. Labetelol was being administered as needed in conjunction with magnesium to control the patient blood pressure. It was also reported there was no patient injury. These therapies continued until the mom went for a cesarean section. The customer reported that both mom and baby were stable following the procedure.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was unable to reproduce an undetected occlusion. Upstream occlusion tests were performed per baxter's service procedure and the device passed, alarming for the upstream occlusion in the appropriate amount of time. The pump performed as expected and no related malfunction could be identified. The spectrum operators manual (revision h) for this customer's current software version, cautions the user that "the upstream occlusion detector may not detect partially occluded tubing."